Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold before the implantable pulse generator (ipg) reached elective replacement indicator (eri). At the ipg changeout procedure the rv lead was checked again and remains in use as the thresholds, impedances, and set outputs were with enough safety margin with capture management. No patient complications have been reported as a result of this event.